Manufacturer narrative:
The investigation is in progress. If any additional information becomes available, it will be provided in a supplemental report.

Event description:
On 17-mar-25, a veryan sales specialist received information which reported that during use of a 6 x 150mm biomimics 3d (bm3d) stent system, the catheter was torn between the tuohy borst adapter and the catheter itself; further procedural additional information was received on 20-mar-25, including information regarding the procedure target site as 'sfa left side' and 'stent could not release', and cover tore off'. 2nd stent used could be released without any problems. There was no impact to the patient involved.

Event description:
On 17-mar-25, a veryan sales specialist received information which reported that during use of a 6 x 150mm biomimics 3d (bm3d) stent system, the catheter was torn between the tuohy borst adapter and the catheter itself; further procedural additional information was received on 20-mar-25, including information regarding the procedure target site as 'sfa left side' and 'stent could not release', and cover tore off'. 2nd stent used could be released without any problems. There was no impact to the patient involved. Complaint complete and event as reassessed to non-reportable, a supplemental was required. The complaint investigation was finalised on 24-apr-25 and it was determined that the event was categorised as unable to deploy and the root cause was user and patient anatomy. The complaint was not related to a device deficiency.

Manufacturer narrative:
A detailed review of all the lot history records pertaining to the relevant stent and delivery system lots showed no issues that were deemed related to the complaint investigation. Based on feedback in this case, as well as the returned device investigation, it is understood that the bifurcation hub to outer braid bond on the stent delivery system (sds) became separated in this case. When bond failure is seen, it suggests that a significantly high deployment force occurred. Additional physical evidence in the returned device; a severe cast and the braid length being elongated outside of its specification, supports that the deployment force was high in this case. Therefore, the investigation concludes that this is an unable to deploy' case, which was caused by increased resistance during deployment, and the complaint is not related to a deficiency with the device. Feedback in this case indicated that resistance was experienced upon initiation of deployment. It is important to note that the biomimics 3d stent IFU-1 version 3.0 indicates the following warning statement: "warning: if unexpected resistance is felt prior to deployment, do not force the stent delivery system; instead carefully withdraw the sds without deploying the stent." In this case, the physician continued their deployment attempt despite the noted resistance, which resulted in the separation of the bifurcation hub to outer braid bond. Therefore, the investigation understands that during this deployment attempt the physician did not adhere to the instructions outlined in the IFU. The root cause of the high deployment force in this case is the anatomical conditions of the patient, which reportedly included calcification and occlusion in the sfa. These factors would have contributed to increased friction between the delivery system components, and between the delivery system and guide/introducer sheath during the stent deployment. Veryan is aware that difficult anatomical conditions can contribute to increased resistance during deployment, as was the case in this complaint. Ufmeca-1 version 18.0 line items #99-113 documents the potential hazardous situations associated with resistance being present during deployment. In the case of this event whilst there was no report of a prolonged procedure as there was a second device used to complete the procedure it was deemed appropriate to select this code given this may have led to a prolonged surgery, however there was no reported impact to the patient and no reported adverse effects as a result of this event. Sections b.5. And h.11. Were updated with additional details following the completion of the investigation and section h.11. Summarises the sections changed in this report, sections d.9. And h.3. Were updated to reflect the device evaluation, sections g.6. And h.2. Were updated to reflect the type of report and reason, and section h.6. Reflects updated coding to align with the completion of the investigation.